Manufacturer narrative:
The approximate age of the device is 4 months. The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluated by manufacturer: no further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient was transplanted on 12/19/2014 due to infection. The vad coordinator was unsure if the pump would be sent back for evaluation.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt developed a driveline infection and subsequently a pump pocket infection. The pt was readmitted and returned to the operating room for re-exploration and wash out.

Manufacturer narrative:
The report of infection could not be confirmed. The pump was not returned for evaluation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.